Event description:
PICC leaking. The patient had a 3.0 french single lumen provena PICC placed by interventional radiology (ir) about 3 weeks ago for treatment of her cf. The PICC line was broken at between hub and the catheter per the patient statement.